Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the subject device tested positive for following microbes. The suction channel: pseudomonas oleovorans (>20 cfu/100ml) the air/water channel: pseudomonas oleovorans (>20 cfu/100ml) the auxiliary channel: pseudomonas oleovorans (>20 cfu/100ml) the testing result didn't clear the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, stenotrophomonas maltophilia (300 cfu/100ml) and klebsiella pneumoniae (50 cfu/100ml) were detected from the sample collected from the subject device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, advantage plus, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing again at july 16th, 2020. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the german guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. After the additional microbiological testing, (B)(4) evaluated the subject device and confirmed as follows; the light guide lens was cracked. The distal end cap was damaged. The bending section was worn out and kinked. The air/water cylinder and the suction cylinder was worn out. Damaged. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.